Event description:
It was reported that a malfunction occurred on the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, but the malfunction code recurred. As a corrective action, cts arranged for a replacement pump to be sent, advised the customer on necessary updates and settings for the new pump, and instructed them on the return process for the faulty pump to avoid charges. The customer planned to use mdi as a backup therapy during this process and acknowledged all instructions provided.